Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 5, 2009. Based on qa assessment, the product met specifications at the time of release.the system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported experiencing poor aspiration. Additional information was provided by a company representative. During the phaco step, the aspiration was absent. No system message was displayed. The surgery could be completed using a backup system and without any delay and no patient harm. Additional information has been requested and received. This one of two reports being filled for this facility. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system presented with no aspiration during the phacoemulsification portion of the surgery. The surgery was completed after exchanging the system. There was no patient harm.